Event description:
It was reported that the lower l2 screw head detached from screw.

Manufacturer narrative:
Method: device not returned. Results: device not returned. Device history review could not be performed. Conclusion: because the device is unavailable for evaluation, testing and inspection could not be performed to aid in root cause analysis and details regarding the surgeon's technique during the case related to this complaint were unavailable. Because the device is unavailable, the root cause of the issue cannot be determined conclusively.

Event description:
It was reported that the lower l2 screw head detached from screw.